Event description:
The ventilator was auto cycling, but not delivering any volume while connected to a pt. There was no pt injury.

Manufacturer narrative:
Our field service engineer who visited the site could not reproduce the problem. The unit was run for 1.5 hours without any problem. A calibration and a function check were done and the unit passed all checks and was put back in service. No parts were replaced. Evaluation of the unit's settings at the time of event finds no anomalies and therefore did not contribute to the reported event. We are therefore unable to provide, or determine the true cause of the difficulty reported.